Event description:
The customer reported via phone call that their battery cap was stripped. Customer was unable to take off the battery cap was a result. The customer's blood glucose was unknown. Customer was advised the insulin pump needed to be replaced. Customer was advised to revert to a back-up plan. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. The insulin pump was received with stripped battery cap coin slot. The insulin pump received with cracked case at display window corners and battery tube threads. The insulin pump was also received with minor scratched display window. The insulin pump received with broken reservoir tube lip.